Manufacturer narrative:
(B)(6). (B)(4). The instrument was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during an unknown spinal surgery the flex arm would not tighten. No patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Functionally evaluated flex arm's rigidity by attempting to manually tighten the instrument. After manually tightening, the instrument was insufficiently rigid. The nature of the mechanism of failure is consistent with anticipated wear of the instrument cable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.